Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
The customer reported issues with battery charge and ac power led flashing. There was no adverse patient impact reported.